Manufacturer narrative:
One device was returned for investigation. Physical inspection showed the device to be noisy. The device failed electrical tests and the line cord was damaged along with the float switch being stained. The speaker on the pcb was found to be faulty as the lights were blinking with no sound coming out. The device was repaired and passed all functional tests after repair. No root cause could be established. DHR review was not done as the complaint investigation did not indicate a problem with the manufacturing of the device.

Event description:
It was reported that the speaker was dead.

Event description:
Additional info received via email 7-jun-2022. Issue was found during preventative maintenance. No patient involved.

Manufacturer narrative:
Additional information was received indicating patient involvement.